Event description:
Cracked feeding tube discovered when removed from infant. Details: argyle 8 french feeding tube was placed for tube feeding of newborn. Infant given first tube feeding; tubing does not permit proper flow, very restricted and slow in rate of infusion. Staff state they must put some pressure behind to infuse feeding (this has been an issue recently with the tubes with previous patients. Ultimately, for the second feeding, fluids would not run so tubing was removed. Staff discovered that the tubing was cracked and split practically through the entire tube when it was removed. New tubing replaced to feed infant.